Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturing representative (rep). It was reported the patient had an infection. The pump and catheter were completely explanted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received via a company representative. The cause of the infection was not determined. The pump was explanted. The healthcare provider had discarded the device that therefore it would not be returned. It was noted that a company representative was not present at the surgery and they were unaware of other diagnostics or x-rays completed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received via a company representative. It was reported that a revision was completed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a company representative (rep) regarding a patient receiving intrathecal morphine 0.5 mg/ml at 0.2 mg/day via an implanted pump for non-malignant pain. It was reported the event/difficulty occurred on (B)(6) 2019 during normal use. It was reported they were unable to read the pump with the communicator. The doctor had to press on the patient¿s abdomen to manually flip the pump in order to read it. The doctor was then able to connect to the pump and update the programming. The physician would likely order an x-ray and probably schedule a revision. Environmental/external/patient factors that may have led or contributed to the issue were unable to be determined. Diagnostics/troubleshooting included the physician palpated and manipulated the pump in order to read the pump. The issue was not resolved at the time of this report and the patient¿s status was ¿alive- no injury.¿ it was unknown if surgical intervention was planned, but the rep would follow-up for more information. Other medications the patient was taking at the time of the event was unable to obtain, not available. The patient¿s weight and medical history were ¿asked and would not be made available (legal/confidential reasons). No further complications were reported/anticipated or expected.